Event description:
Additional information was received from the patient. The patient stated that they contacted to healthcare provider (hcp) on (B)(6) 2021. According to the hcp, the implant is not working or responding and the patient has not been able to adjust. The device is not responding to adjustments. The patient later stated that the hcp believes it's the wiring and that they probably need to be replaced. Replacement surgery is planned. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va1tdnn implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's symptoms were getting worse and they did not feel stimulation. The patient stated that they noticed their symptoms return after the nurse practitioner (np), changed their medication (which was noted to be around the same time the patient stopped feeling stimulation). Prior to calling, the patient had changed from program 1 to program 4 and increased amplitude to 6.5. They still did not feel any simulation. While on the call, the patient increased amplitude to 8.5 on program 2,3 and 4 and they still did not feel any stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to check on the internal device. No further complications were reported at this time.